Event description:
Pt had an open reduction, internal fixation of right olecranon on (B)(6) 2012. The pt had to return to surgery for a revision of open reduction, internal fixation of right olecranon on (B)(6) 2012. The cable used for the initial repair became disassociated at the crimping device. The retaining mechanism slips through the crimp eyelet.